Event description:
It was reported that the handpiece began overheating during an oral surgery. There was no pt or user injury, and the procedure was successfully completed with the same device.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.